Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported problem. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device powered off and on during a pt use. There was no report of adverse event related to the reported event.